Event description:
Whilst the surgeon was trailing the acetabular shell with a 54mm tritanium shell trial he wasn't able to remove it with the trident shell impaction handle. Using a levering technique the handle came away from the trial shell leaving it insitu in the acetabulum. The handle was not able to be re-attached to the trial due to the thread being sheared.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damaged and stripped threads on a tritanium window trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event, the threads of the trial were damaged. Although there was noted damage to the trial shell threads, the universal impactor assembled and was able to hold the shell. -device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review found no other similar events for the reported lot. Conclusions: the reported thread damage likely occurred over many uses over the service life of the device.

Event description:
Whilst the surgeon was trailing the acetabular shell with a 54mm tritanium shell trial he wasn't able to remove it with the trident shell impaction handle. Using a levering technique the handle came away from the trial shell leaving it insitu in the acetabulum. The handle was not able to be re-attached to the trial due to the thread being sheared.